Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, menorrhagia, herpes zoster dermatitis, hematuria, dysuria, uterine bleeding, amenorrhea, diarrhea, vaginal lesion, lower abdominal pain, bronchitis, asthma, adenomyosis, hydrosalpinx, dry mouth and endometrial ablation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), inflammation ("chronic inflammation"), endometriosis ("endometriosis") and polycystic ovaries ("pcos"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, anxiety, depression, inflammation, endometriosis and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, anxiety, depression, endometriosis, genital haemorrhage, inflammation, pelvic pain and polycystic ovaries to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.